Event description:
It was reported that the insulin pump alarmed no delivery during bolus delivery. The customer's body and it was noted that the cannula was bent. The customer stated that they had inserted the infusion set into their abdomen, manually. Not with the inserter. The customer stated that they had scaring in the area due to a cesarean section three months ago. The customer attributed the high blood glucose to the no delivery alarm and running out of insulin at work. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).